Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No sticky button noted. Unable to perform prime/a33, the excessive no delivery and displacement test due to no act button response. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump as well as a no delivery alarm while priming. The customer stated that buttons on his insulin pump were sticking and not responding. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.